Event description:
Staff report that medline nonsterile amber enfit syringes recently received have a new cap that does not stay on the syringe very well. The previous cap screwed on and is much less likely to pop off. Contributing factors: dispensing device involved manufacturer product quality issue. Severity: circumstances or events have capacity to cause error. Ismp, (B)(4). Submission ID: (B)(4).